Event description:
It was reported that the l-arm rotation on the 9600+ system was not working during a case. The case was completed and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced a broken dowel pin and applied a rotation label. The system was tested and found to be working as intended and placed back into service.